Manufacturer narrative:
The qc and calibrations were within acceptable limits. Samples 1, 2 and 3 from the patient were submitted for investigation. The customer's results for all three samples were reproducible with the elecsys anti-sars-cov-2 assay. Additional measurements were performed with a rapid assay from creative diagnostics and an independent in-house roche assay detecting other antibodies against sars-cov-2. All three samples were found reactive in the rapid assay. The results obtained with the roche in-house assay showed an increase of signal for the three consecutively drawn samples: non-reactive for sample 1 an around cutoff result for sample 2 and weak reactive for sample 3 similar seroconversion behavior has been observed in immune suppressed patients. The samples in this case were taken from a dialysis patient. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The kurabo test does not appear on the FDA eua list. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-sars-cov-2 results for 1 patient on a cobas 8000 e 801 module. The analyzer's serial number was requested, but not provided. Four separate samples for this patient were tested using the elecsys anti-sars-cov-2 method and all produced negative results. Sample 1 collected on (B)(6) 2020 produced a negative result of 0.534 coi. Sample 2 collected on (B)(6) 2020 produced a negative result of 0.528 coi. Sample 3 collected on (B)(6) 2020 produced a negative result of 0.543 coi. Sample 4 collected on (B)(6) 2020 produced a negative result of 0.516 coi. The patient samples were also run on the immunochromatography (kurabo) method and tested positive. The results were not reported outside of the laboratory.